Event description:
Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address this, the customer administered a correction injection via multiple daily injections (mdi). They did not require assistance from a third party. Technical support provided guidance on resetting the pump and successfully assisted the caller in completing the reset.